Event description:
Rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred during use of a c-flex 570c iol. The event description provided states "lens was loaded by tech. Lens haptic tore on insertion".

Manufacturer narrative:
The healthcare facility reports "lens was loaded by tech. Lens haptic tore on insertion". From the event description provided, we assume that the lens required explantation as the haptic tore during implantation. No information on the remedial, corrective or preventive action taken by the healthcare professional has been provided to rayner. The healthcare facility has been contacted via the us distributor and has been asked to provide additional information on haptic breakage. A causality assessment has also been requested. Without the ability to examine the device and without clear events details being provided it is extremely difficult to ascertain the root cause of the event.